Event description:
The st. Jude rep reported that one-month following implant, low level r-waves were observed. The lead was explanted when it could not get good r-waves and pacing threshold during the lead repositioning.